Event description:
The pt reportedly experienced sound quality issues with her internal device, followed by a loss of sound. External equipment was exchanged and programming adjustments were attempted, however, this did not resolve the problem. Testing of the device showed zero impedance on all electrodes. Surgery to explant the pt's device will be scheduled.